Event description:
It was reported via repair work order that the scale was inaccurate due to load cell malfunction. It was also reported that the bed had no power as the power cord inlet filter was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.